Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: qin g, wang m, wang l, guan j. Comparison of the clinical effects of anterior cerviacal decompression combined with zero -notch self locking fusion cage internal fixation in the treatment of young, middle aged and clearly patients with single segment spondylosis. Clinical medical research and practice, april 2021, vol. 6, no. 11. Doi: 10. 19347/j. Cnki. 2096 - 1413. 202111024. Objective/methods/study data: the aim of this retrospective study was to compare the clinical effects of anterior cervical decompression combined with zero-notch self-locking fusion cage internal fixation in the treatment of young, middle-aged and elderly patients with single segment cervical spondylosis. Between june 2016 and june 2018, a total of 50 were included in the study. These patients were divided into two groups. Young and middle-aged group consist of 22 patients (12 male and 10 female) with a mean age of (6.55 ± 3.07) years while elderly group consist of 28 patients (16 male and 12 female) with a mean age of (6.42 ± 3.02) years. These patients were treated with zero-profile self-locking fusion cage [manufacturer: synthesgmbh, switzerland; registration certificate no.: cfda (I) 2009 3462784]. The follow-up time was > 18 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes zero-profile self-locking fusion cage . Adverse event(s) and provided interventions possibly associated with unk - constructs: zero-p (qty 4) 2 cases of dysphagia were reported in the elderly group. No intervention mentioned. 1 case of adjacent ossification reported in the elderly group. No intervention mentioned. 1 case of dysphagia in the young and middle-aged group. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - cage/plate: zero-p. (Qty 23) 22 patients had cage subsidence in the elderly group. No intervention mentioned. 1 patient had cage subsidence in the young and middle-aged group. No intervention mentioned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.